Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range pace impedance measurement of 2,000 ohms at the most recent in-office device interrogation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.